Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, the debris shield was clean; however, the fiber itself was found to be damaged upon its first use immediately after the product was opened. The procedure was completed using another device of the same type without any reported patient complications. Analysis of the returned device identified an internal connector fracture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Visual inspection did not reveal any visible defects. Microscopic evaluation confirmed the absence of light exiting the fiber connector face, consistent with an internal connector fracture. Burn marks were observed on the connector face. The distal tip showed signs of normal wear and degradation. Functional testing confirmed that no aim beam was emitted from the fiber tip. The device had undergone one treatment, with nine treatments remaining. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. The device history record (DHR) confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of fiber damaged/ defective is defined in the risk documentation. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.